Event description:
Customer reported problem with the workstation left monitor. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter, and repaired the ac power plug. System operates as intended. This MDR is related to ge healthcare complaint number.